Manufacturer narrative:
(B)(4) (trocar sleeve difficult to remove). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total knee procedure on (B)(6) 2011 and a drain was used. It was too hard for the surgeon to remove the cap of the trocar. There was no adverse consequence to the patient.